Manufacturer narrative:
(B)(4)-incomplete. The serial number is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 3 for the same event. It was reported by the affiliate in (B)(6) that during a knee arthroscopy surgical procedure, it was observed that the surgeon could not switch off the device with handcontrols devices while using it on the patient. Then later on, the surgeon couldn¿t switch on the device while in the patient. It was reported that the surgeon could switch it on outside of the patient. The surgeon said he tried the handcontrols and foot pedal as well. The procedure was completed by the surgeon kept trying until the handpiece worked. There was a 15 minute delay to the case. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The serial number is not currently available.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The serial number is not currently available. Associated medwatch report number: 1221934-2018-55091 and 1221934-2018-55093.

Event description:
Additional information received from affiliate on 30october2018: it was noted the serial numbers for the devices are unknown. The three devices were not all involved in the same procedure. In one case there was flashing fc now and then on the pressure measurement side; it was noted the flashing was very fast. There were a total of two procedures where the devices malfunctioned. There was no impact to the patient. Additional information received from affiliate on 26november2018: reportedly the hand-controls of the handpiece didn¿t work properly: they did not go on or off; sometimes the surgeon had to push the button ten (10) times to get it on or off. The issue was detected during surgery. There was about a ten (10) minute surgical delay reported for each procedure. New shaver hand-pieces were opened and the procedures were able to be completed. The alternate devices were readily available. It is unknown which devices were used in which procedures. It was noted the devices have been sent for repair.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. D3, g1-2: the manufacturer contact name has been updated to (B)(4). Contact phone number and email address have been updated accordingly.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was not received at the service center, therefore the complaint cannot be confirmed. Given the information provided we cannot discern a definitive root cause for the reported failure. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 7/16/2018 and passed all functional testing before being returned to the customer. No further investigation is required. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).